Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used in an enteral feeding device replacement procedure. According to the complainant, the locking adapter was broken. The procedure was completed with a different device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device batch/lot number is unknown. Therefore, the device manufacturer and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.